Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be provided. The customer reverted to an alternate method of insulin therapy.